Event description:
Customer complained about sensor reading discrepancies. Customer reported that at night the sensor would read between 40 and 50 mg/dl and the insulin pump goes into threshold suspend but her blood glucose was between 211 and 216 mg/dl. Troubleshoot was performed and customer was advised on proper calibration and insertion process. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected three opened/used enlite sensors and performed bicarbonate buffer test. One of three sensors failed for high readings and the two remaining sensors passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.